Event description:
During the procedure to implant excluder bifurcated endoprosthesis devices, the package for a 12 mm diameter contralateral device was opened and implanted in the pt instead of a 20 mm diameter device, which was indicated for the procedure. At the end of the procedure, a small type 1 endoleak remained. The physician stated that he may use another stent to resolve the endoleak at a later date. Three days later, a 16mm diameter excluder contralateral device was used to extend into the external iliac artery to seal the endoleak. No endoleaks were present at the end of this procedure. There was no adverse outcome for the pt.